Event description:
Reporter indicated that patient was scheduled to have revision surgery due to his vns therapy generator migrating beneath the patient's left axilla muscle. Good faith attempts to obtain further information have been made.